Event description:
Five days after implantation of two cypher stents, patient presented with chest pain and sweating. Coronary angiogram revealed a thrombus inside the implanted cypher stent at the proximal edge to inside the stent, which was treated with urokinase and balloon angioplasty. The cypher stent implantation was an elective procedure targeting a type b2, 15mm long by 2.5mm wide de novo concentric calcified lesion in the posterior descending coronary artery. Pre-dilatation was conducted with a balloon (kuraray, 2.5/15mm) at high pressure (exact pressure and duration unknown), but the lesion would not fully dilate. So, pre-dilation was repeated with a different balloon (kaneka, fortis 2.5/13mm) at sections of insufficient indentation and in addition was conducted with a balloon (nc sprinter 2.5/12mm). First cypher (2.5/23mm) was implanted at 20atm for 30 seconds at the distal end. Then 2nd cypher (3.5/18mm) was implanted proximal to the 1st cypher at 18atm for 30 seconds overlapping it. Post-dilation with a balloon (nc sprinter 2.5/12mm) was conducted at over 20atm (duration unknown). Intravascular ultrasound was not conducted. Both implanted cyphers were confirmed to be not fully covering the target lesion and both stents were under-dilated. The residual % of stenosis was 75%, timi flow before and after the procedure was 3. Act was not measured. Five days later, the patient returned to the hospital due to chest pain and desudation. Cag was conducted and thrombus was observed inside the implanted cypher stent at the proximal edge to inside the stent. To treat the thrombus, urokinase 120,000u was administered and poba with a balloon was conducted at 22atm, but the stent was under-dilated. A different balloon (nc sprinter) was used and inflated at 18atm 5 times. In addition, the balloon was inflated at 26atm (duration unknown). According to the physician, the probable cause of the thrombotic event was due to the fact that the cyphers (2.5/23mm, 3.5/18mm) implanted were under dilated.

Manufacturer narrative:
This product is not distributed in the united states, however, it is similar to a product that is distributed in the united states. This is one of two products involved in the same patient and reported under manufacturing number 9616099-2007-00228 and 9616099-2007-00229. Add'l info will be submitted within thirty days upon receipt.